Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on dec 12, 2018. (B)(4). The sample was returned and visually inspected. It was noted that the v-cutter tip was broken with 2 small pieces becoming detached from the harvester tip. There were no visible signs of electrical shortage or damage anywhere else on the device. A retention sample from the same product code and lot number combination was obtained and visually inspected. There were no visual defects noted on the device, specifically with the v-cutter tip. It is likely that the v-cutter tip was damaged by a shock force at some point during the procedure. However, when or how this shock force was applied was not able to be determined. During the manufacturing process, all devices are thoroughly inspected and tested for functionality & performance along with the v-cutter mechanism, prior to packaging. Therefore it was determined that reported event was likely due to user mishandling. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting the endoscopic vessel harvesting system broke off during the procedure. It is unknown whether the product was changed out, or if the surgery was completed successfully, or if there was any effect on the patient. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.